Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and balloon separation occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified atrioventricular fistula (avf) in the forearm. After a non bsc introducer sheath and a transend 014 guidewire was introduced, a 5.0-2/4t/90 symmetry catheter balloon was selected for use and advanced to dilate the lesion. During the first inflation, it was noticed that the contrast media was leaking. Upon removal of the device from the sheath, rupture of the proximal side of the balloon was noted. The physician suspected that adhesion failure between the shaft and the balloon could have caused balloon to rupture. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
A visual examination of the returned device identified no kinks or damage along the shaft. An examination of the balloon identified no tears or holes in the balloon material. However, during an attempt to inflate the device, liquid was identified leaking from the proximal edge of the proximal balloon sleeve. A microscopic examination of the proximal bond identified no voids or channel leaks. As a result the device was sent for x-ray imaging in order to identify the leak path. The results of this imaging did not identify a leak path from the inflation lumen out through the external shaft surface. However, an area of high radiopacity was identified at the location of the leak. As a result an investigation was performed into the radiopaque material in the shaft component. It was determined that the radiopaque filler which goes into the shaft was that of bismuth oxychloride and is a constituent component of polymers used in the manufacture of extruded sub components. A full review into this build-up of radiopacity did not identify potential contamination with the batch. A full investigation into the sub component manufacture identified that all of the inspections of the extruded sub-components used passed and all resins used in the manufacture of the extruded sub-components met the required moisture content specification on completion of the drying process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture and balloon separation occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified atrioventricular fistula (avf) in the forearm. After a non bsc introducer sheath and a transend 014 guidewire was introduced, a 5.0-2/4t/90 symmetry catheter balloon was selected for use and advanced to dilate the lesion. During the first inflation, it was noticed that the contrast media was leaking. Upon removal of the device from the sheath, rupture of the proximal side of the balloon was noted. The physician suspected that adhesion failure between the shaft and the balloon could have caused balloon to rupture. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.